Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the butt bond was compromised. There was a gap between the proximal and distal shaft and dried body fluid was present along the seam. Continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. However, there was a resistive short between the tip, sensor 1, sensor 2, and ring 1 in all curve configurations. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 0.1436 psi, 0.1056 psi and 0.1026 psi. These values are within an acceptable limit.

Event description:
Reportable based on device analysis completed on 13feb2020. It was reported that tracking/accuracy issues occurred. Halfway through an ablation procedure with an intellanav oi ablation catheter, magnetic tracking of the catheter was lost. The procedure was completed with another of the same device and there were no reported patient complications. Returned device analysis revealed the butt bond between the insulations of the distal and proximal shafts was compromised.